Event description:
It was reported that during adenotonsillectomy procedure, the coag went to zero immediately upon plugging in a wand and the coag did not work. No significant delay and the procedure was completed using a bovie suction. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection observed the warranty seal is broken, the lid is scartched, and a foot is missing. A functional evaluation revealed no problems. The unit was opened and found no issues. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. A review of the instructions for use found do not reuse plasma wand¿ devices that have been designed for single use to avoid failure or unanticipated performance. Select the wand type most appropriate for the procedure. The controller will preset nominal and maximum coblate and coagulation voltages for each wand style to ensure a safe and effective operation. In order to adjust the voltage setting, the wand must be connected to the controller. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.